Event description:
It was reported that a pump malfunction occurred after getting wet. The customer¿s blood glucose level did not exceed 500 mg/dl and remained within a safe range. Technical support provided instructions for resetting the pump, and following this guidance, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue happened again.